Event description:
It was reported that during an attempted implant, the setscrew could not be tighten. Another torque wrench was used but still unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection identified silicone debris inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.